Event description:
Event description boston scientific, crm received information that this right ventricular (rv) defibrillation lead exhibited noise when the patient strained, resulting in an inappropriate shock. This noise was reproduced once; however, the cardiac resynchronication therapy defibrillator (crt-d) did not sense it. This hospital expressed a general dissatisfaction with guidant rv leads, as they reported seeing lots of noise on guidant rv leads, and attributed several cases to the integrated bipolar feature. A boston scientific technical services (ts) consultant reviewed the episode and also confirmed that this oversensing resulted in some inhibition of pacing and the noise was likely due to myopotential oversensing. Ts recommended reprogramming the sensitivity to least.